Event description:
It was reported that the usb cable would no longer work to charge the pump. There was no reported impact to customer's blood glucose level. Reportedly, the customer was able to charge the pump with an alternate cable. Replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.